Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B) (4): the device not returned/received. Further investigation is not possible without the device.

Event description:
It was reported, during an implant procedure, during the attempted implant, there was normal lead measurements through the analyzer, normal device function immediately after connection to leads and then oversensing shortly after being placed in the pocket. The leads were repositioned, device connected to leads and placed in the pocket and pacing function was observed for several more minutes. However, oversensing was again observed. After exhausting all reasonable options to eliminate oversensing, the physician decided to remove and replace the device. The new device was connected with the leads and exhibited normal pacemaker operation with no oversening. No patient complications have been reported as a result of this event.